Manufacturer narrative:
(B)(4). If a g5 system, the g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. It was reported that patient took medication(s) that contain acetaminophen. No additional event or patient information is available. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).